Event description:
Philips received a complaint about the xl+ defibrillator indicating that the device is not working. There was no patient involvement. The customer / clinical engineer worked with the rse the device passed the operational check. The device is fully operational. The problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.